Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional via device manufacturer representative. It was reported that the physician left the pump after there was no csf flow and began turning the pump down.

Manufacturer narrative:
Concomitant medical products: product ID: 8709, serial#: (B)(4), implanted: (B)(6) 2010, product type: catheter. Other relevant device(s) are: product ID: 8709, serial/lot #: (B)(4), ubd: 05-dec-2010, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a manufacture representative regarding a patient receiving fentanyl (2000 mcg/ml at 480 mcg/day) via an implanted pump. The indication for use was non-malignant pain. It was reported there was a catheter dye study done with no csf flow and that the catheter was dislodged from the it space. It was noted the event occurred a couple weeks ago. The hcp stated they were not planning on revising the catheter and were planning on explanting the pump. The 8870 pump off code was provided. No symptoms were reported.